Event description:
This valve was reportedly implanted in 2003. Everything was fine for about a week. Then the pt reportedly started having symptoms of heart failure but without reasonable cardiac output. The echo showed strong mr and so the pt was reoperated and the valve was explanted. One leaflet of the valve was discovered to be permanently open. A bicor valve was implanted in its place and the pt is doing ok.